Event description:
The customer has low bgs prior to the call and paramedics were called out to treat customer. Troubleshooting was performed. The time was correct. Assisted customer to correct the programming, and rewind to correct concentration. The units remaining on the pump matches what was left in the reservoir. However, it was found that the daily totals for one day do not match with the basal settings and the bolus history. Advised customer to disconnect from the pump and revert to a back pain of manual injections.